Event description:
In 2003 has implanted sm8 valve was found and confirmed to be occluded in the clinic. Therefore, the neurosurgeon removed the valve. No injury was found to the pt due to the valve occlusion.